Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing on the t-wave. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the t-wave pacing spikes that were seen was oversensing on the telemetry monitors, and there were no implantable pulse generator (ipg) issues.